Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative: patient code: no code available (3191) is used to capture joint instability.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address dislocation.